Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of concerns that their device is not delivering insulin. The customer's blood glucose level at the time was 206mg/dl. The customer was assisted with troubleshoot. The customer was not able to complete troubleshoot because they do not have proper equipment to finish testing. The customer is being sent out a tubing clamp to complete testing. Nothing is being returned at this time.